Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported abdominal aortic dissection was procedure related.

Event description:
During a pvc ablation procedure an abdominal aortic dissection occurred. Arterial access was obtained and the catheter was advanced via the abdominal aorta. At one point the catheter would no longer advance above a ninety degree bifurcation and the patient developed abdominal pain. An echocardiogram with contrast revealed a dissection, which was confirmed via CT. A patch was placed to treat the dissection. There were no performance issues with any sjm device.